Event description:
The recipient reportedly experienced increased power consumption. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's new device has been activated.

Manufacturer narrative:
(B)(4). The external visual inspection revealed a slice on silastic overmold near the array region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.